Manufacturer narrative:
(B)(4). Date sent: 1/6/2026. Investigation summary : the product was returned for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned nonfunctional. The device was received with the cartridge partially detached from the handle due to insufficient handle weld on the upper handle directors. No functional test was performed due to the condition of the device, however the insufficient handle weld could have cause firing issues when the cartridge began to detached from the handle. The separation of device has been correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot 227d94, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed to another one to continue the surgery, the same problem happened again. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch # unknown. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.